Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010303, lot number huwf0880 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010303, lot number huwf0880 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was identified and inverted into the abdomen. A large perfix plug was trimmed down to a smaller size and placed.¿ (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #2). Per operative notes, ¿there was a preperitoneal fat at the umbilicus with the old mesh prothesis, which had rolled up upon itself. A bard ventralex hernia patch (device #2) was placed and tacked. The old mesh (device #1) and hernia contents were then removed.¿ (B)(6) 2015 - patient was diagnosed with foreign body of umbilicus thereby underwent excision of foreign body from umbilicus and removal of mesh (device #1). Per operative notes, ¿the palpable foreign body was encountered, and the mass did appear to be a balled-up piece of mesh. The ball of mesh (device #1) was then excised off. The laparoscopic mesh (device #2) was lying flat and well adherent to the fascia, and this was left in place.¿ attorney alleges that the patient had mesh migration, pain, hernia recurrence and mesh had balled up.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Based on the original allegation and the medical records provided to date, there is no indication of an adverse event or medical/surgical intervention associated to the ventralex mesh. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents mesh ¿ ventralex (device #2). Additional emdr was submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.